Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode which might have been caused by an external impact to the implant site seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. The device was explanted but has not been received for investigation yet.

Event description:
Device malfunction. No trauma has been reported. The recipient was re-implanted

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No trauma has been reported. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode, which might have been caused by an external impact to the implant site, seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. A date for surgery has not yet been made available.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered but no date for surgery has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported.